Event description:
The valve on the main body sheath bled badly apparently. The pt needed a transfusion intra-operative. No add'l info has been provided.

Manufacturer narrative:
(B)(4) - valve leaks are labeled in the IFU. The sheath assembly was returned. The sheath was cut and separated below the valve control. The separated portion was not returned. Check-flo discs critical dimensions are inspected during iqc. Qc inspects the captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped and the orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. Tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is also performed. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The iris valve could not be opened and closed. The iris valve was dislodged at the proximal end of the valve control. Movement of the gray positioner with the valve closed may result in iris valve dislodgement. There were two tears in the webbing when a positioner was inserted through the valve. The valve leak was tested using a 20cc syringe and water. The valve leaked through the iris valve with the positioner through the valve. The positioner was removed and the valve leaked through the iris valve. The valve was disassembled and the check-flo discs and iris valve were examined. Each disc was torn. Tears in the disc likely resulted in valve leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA for this failure mode is currently open. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and based on risk assessment per the qera, risk reduction is recommended. CAPA is currently open and addresses this failure mode.